Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023. Patient subsequently complained of redness around the surgical dressing and on (B)(6) 2023 was seen by an emergency room physician for allergy to iodine. Per the patient, the allergic reaction was related to bandaging and there was no involvement of the nalu implant. Bloodwork at the time did not indicate any presence of infection. On 13mar2023 nalu became aware of the patient being prescribed antibiotics for treatment of impetigo. During a follow up with the physician on (B)(6) 2023 the patient was prescribed a second round of antibiotics.